Event description:
It was reported that during a surgical procedure that two blades subject to this MDR broke at the mount. It was reported that the broken pieces did not fall into the surgical site. It was further reported that the procedure was completed successfully and that there was a slight delay to the procedure, but this did not affect the pt's outcome.

Manufacturer narrative:
Device not returned for eval. In addition, no lot number was provided for further investigation.